Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare (fph) field representative that the water bag spikes were disconnected from the water feedset tubes of two mr290v vented autofeed humidification chambers after one day of use. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Lot number: manufacturing date: quantity affected: 121212, 12/12/2012, 1, 130516; 05/16/2013; 1. Method: the two complaint mr290v vented autofeed humidification chambers were returned to fph in (B)(6) and were visually inspected. Our investigation is also based on our previous investigations on similar complaints. Results: visual inspection revealed that the spikes were separated from the water feedset tubes. Sufficient amount of glue was present around the spike tubing connection for both chambers; however, the glue had not bonded. A lot check revealed (B)(4) other complaints of this nature for lot number 121212 and none for lot number 130516. Conclusion: we were unable to determine definitively the root cause of the reported fault; however, it is possible that it was due to the failure of the glue bond that joins the spike to the water feedset tube. Our previous investigation on similar complaints have also shown that such problem has been caused by the user removing the spike by grasping the tubing instead of the spike. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of (B)(4) newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected, the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 autofeed humidification chambers state the following: - "set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).